Event description:
It was reported by service report that the head right timing linkage was broken in half leaving sharp edges exposed. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: broken timing link. The user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.